Manufacturer narrative:
The customer¿s report of a heparin infusion which infused its entirety within thirty minutes was not confirmed. The internal inspection of the pump module did not find any plastic damage or other issues of concern that could have contributed to the reported incident. Analysis results indicated that an infusion of the drug heparin was started at 5:57pm on (B)(6) 2019. The concentration was at 25000 unit / 250ml (drugid = (B)(6)) with the rate set at 18ml/h and the vtbi at 250ml for an infusion duration at ~14 hours. The log analysis did confirm the heparin infusion had been manually terminated approximately 30 minutes after it was started following air in line alarms; however the cause for its early termination could not be ascertained from the log. The testing process found the pump module with the incident disposable set to be infusing within specification. The inspection process performed on the pump module and incident disposable set found no existing malfunctions; the disposable silicone segment section was dimensionally within specifications. The total volume infused was recorded at 10.843ml. The root cause could not be identified during the investigation.

Event description:
It was reported that a nurse hung a heparin 25,000units/d5w 250ml bag at approximately 6pm on a pump module utilizing the guardrails. The nurse programmed it to infuse at 18ml/hr (1,800units/hr), but it was discovered that the entire bag infused in thirty minutes although the pump module display showed 238ml. There was a second pump module in use at the time of the event with a second medication, bumetanide 20mg/d5w 100ml IV at 10ml/hr. Both infusions had the date of (B)(6) 2019 on the IV medication labels. The customer stated there was no patient or user harm.